Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# j0504245v, implanted: (B)(6) 2005, product type: lead.

Event description:
The consumer reported she had the implant removed because it did not work for her. The implant was turned on for 2 weeks and had to wait 3 years to have it removed. The event was reported to have occurred in 2008. When the implant was removed, they left a lead about an inch long in the patient's hips because the lead was in a "bad place" and the lead had broken due to a lot of scar tissue while the surgeon was removing the leads. The patient's indication for use was urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# j0504245v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.